Event description:
The customer reported that they received questionable results for three patient samples tested for multiple tests. The customer provided data for two patient samples, and of these, one had an erroneous ion selective electrode (ise) sodium result that was reported outside of the laboratory. The sample initially resulted as 151 mmol/l and this result was reported outside of the laboratory. The sample was repeated on a c311 analyzer, resulting as 137 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ise sodium electrode lot number was g72, with an expiration date of 01/31/2016. The field service representative determined that the evacuation portion of the rinse nozzle that dispenses a wash solution was clogged with some sort of small piece of gauze or wipe. This was causing the wash solution to overflow into other cells. He removed the obstruction from the nozzle, performed a cell blank, ran calibrations and controls, ran precision studies, and ran a patient comparison study between the analyzer and the c311 analyzer. The instrument passed all applicable calibrations and controls. Precision was within specifications. The patient comparisons were within specifications according to the customer.